Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pod overheated and began hissing continuously subsequent to filling with insulin. The pod emitted smoke and a burning smell was noted. Despite submerging the device in water, the pod continued hissing and overheating. The patient reported that pod had not been exposed to any solvents, and no discoloration was visible. The pod was not worn and was discarded by the patient.